Event description:
It was reported that an occlusion alert occurred on the ilet while using a steel contact detach infusion set with 23-inch tubing; tubing was tested with no bubbles or kinks observed, delivery was resumed, and the user elected to monitor after a recent meal, with a reported blood glucose of 257 mg/dl, consistent with a lack of insulin effect and hyperglycemia. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and the medical device problem was characterized as lack of effect with insufficient information to implicate a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.